Event description:
It was reported that during a therapeutic stone retrieval procedure this basket successfully retrieved a stone. The doctor then went back in with the basket to see if there were any other stones and the basket detached inside the patient. The basket was successfully retrieved with graspers and the case was completed with no patient complications.